Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that too much air was pulled out of the cartridge during the air removal step. Another cartridge was successfully used and insulin delivery was resumed. Customer's blood glucose was approximately 230 mg/dl.